Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope had white residue inside the air/water channel and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, an identification and definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling. Occurrence of the events can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.